Event description:
The customer tested her blood glucose using her contour meter and received a reading of 347 mg/dl. She then took insulin as prescribed by her doctor. A half hour after taking insulin, the customer was dizzy and felt disoriented. She retested and received a reading of 32 mg/dl. The customer was able to drink some juice in order to raise her blood glucose level. She did not require outside medical attention. Control solution was sent to the customer for further troubleshooting. No product will be returned.